Manufacturer narrative:
It was reported that the servo-I won't start and the display doesn't light up. No information about any replaced parts or remedies to the problem have been received. The customer requested service from the dealer and has not requested service by our field service engineer. This information is not specific enough to point to any particular fault or to determine the root cause of the reported failure. Given this, we have not been able to confirm the problem nor can we identify any root cause.

Event description:
Manufacturer ref # (B)(4).

Event description:
It was reported that the ventilator was unable to boot and unable to display. The patient involvement is unknown. Manufacturer ref.#: (B)(4).